Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion approximately one week after implant of the right atrial (ra) lead and right ventricular (rv) lead. A lead perforation was suspected but it was unclear which lead caused the perforation. The physician chose to explant and replace both leads. No further patient complications have been reported as a result of this event.